Event description:
The pt's stimulator and extensions were removed due to infection. No pt symptoms were reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.